Event description:
It was reported by a user facility that the subject device could not be adjusted. It was further reported that a patient "complained of being burned" later that day.

Event description:
It was reported that a patient sustained first degree burns to the toes following treatment with a lumenis lightsheer duet laser. It was further reported the patient was healing.

Manufacturer narrative:
An evaluation of the subject device by a lumenis technical specialist confirmed the device was calibrated to lumenis manufacturer specifications and was within acceptable limits during operation. Reasonable attempts (4x) email, (6x) phone were made to obtain patient information, patient photographs, treatment settings and relevant procedural data, however none were received. Lumenis is unable to make a determination of root cause without this information. A review of the reported event details concluded that had the device been determined to not be functioning as expected during a procedure the procedure should have been halted. The device operator elected to continue to use the device in contradiction to common medical practice.

Manufacturer narrative:
A lumenis technical expert examined the subject device as part of routine maintenance concluding the device operated to manufacture specifications. No device malfunction was reported or observed. Subject device handpiece was replaced as preventative maintenance; although this was determined not to be the root cause of the event reported. The information reported on the initial medwatch (1720381-2011-00032) report was determined to be erroneous after the initial reporter sent photographs of the patient, treatment settings, and corrected laser serial number. The facility owns several units of the subject device. The initial report, subject device serial number, incident date, and root cause are corrected in this medwatch report. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding the reported treatment settings were aggressive based on common medical practice and device labeling. Additionally, the healthcare professional noted that poor patient assessment resulted in the selection of incorrect treatment parameters.